Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper separates on lot # 9322394. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, stopper separates) was captured and addressed appropriately. Investigation summary: customer returned (13) loose 1/2cc, 8mm syringes. Customer states that the rubber stopper is loose. All returned syringes were examined and no stopper separated from the plunger rod when exercising the plunger rod in the barrel. A review of the device history record was completed for batch# 9322394. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ ii insulin syringe rubber stopper was loose. This occurred on 13 occasions before use. The following information was provided by the initial reporter: loose rubber stopper. When the hcp measured the medicine from vial, the rubber stopper got out from barrel. (It caused contamination).